Manufacturer narrative:
The customer does not have the implant to return.

Event description:
Per complaint (B)(4), the patient suffered bone loss, infection and presented with severe abscess 4 years after implant loading. The patient has been very good with following instructions and maintaining regular check-ups. The patient appeared as an emergency for severe pain and swelling in the face, which were systematic symptoms of the infection. The implant was extracted.

Manufacturer narrative:
Added additional details regarding complaint. The customer does not have the implant to return.

Event description:
Per complaint (B)(4), the patient suffered bone loss, infection and presented with severe abscess 4 years after implant loading. The patient has been very good with following instructions and maintaining regular check-ups. The patient called the doctor during a weekend as an emergency with large swelling in his face and was advised to take antibiotics until the following monday for an appointment. At appointment the patient presented systematic symptoms of an infection. The doctor removed the attached bridge and drained the abscess from the lower right side of his face after taking a panoramic x-ray. The implant came out during the drainage of the abscess.